Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were undersized, causing difficulties to be used and a floppy penis. A revision surgery was performed in which the cylinders and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were undersized, making the implant difficult to use and resulting in a floppy penis. A revision surgery was performed in which the cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually examined and microscopically tested. Both outer tubes had holes consistent with explant damage, no further anomalies were found withing the components. The pump was visually examined and functionally tested. Analysis of the pump did not identify any device damage, but the component did not pass the activation test. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of size issue.